Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that during an aortagram, when the aurous centimeter vessel sizing catheter was flushed at the hub, saline came out of the hub; blood leakage was also noted upon aspiration. The physician switched to another aurous centimeter vessel sizing catheter from the same lot number, and the same issue was encountered. Three additional aurous centimeter vessel sizing catheters of the same lot number were opened and tested on a prepping table; all three leaked at the hub as well. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Per additional information received on 01mar2018, the leakage was noted upon aspiration with a syringe. The catheter had not yet been hooked up to a power injector. Investigation - evaluation a review of the device history record, documentation, manufacturing instructions, specifications, functional testing, and visual inspection of the returned device was additionally conducted during the investigation. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation, a definite root cause could not be determined; however as the failure was unable to be duplicated for all five devices, it is possible that the leak occurred at the hub luer connection due to the end user fitting equipment (syringe) being incompatible with the catheter fitting. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Manufacturer narrative:
A review of the complaint history, instructions for use (IFU), and quality control data was conducted during the investigation. Five catheters were returned with no observable damage. Multiple variations of a leak test were performed on each of the five catheters individually as follows: a 30 ml syringe filled with water was connected to each catheter hub. The plunger was depressed, and liquid was expelled from the catheter sideports distally. No observable leakage from the hub (all five catheters) when the syringe was depressed. Then a hemostat was clamped on the catheter shaft just distal from the hub, and the syringe plunger was pressed down. Even with excessive pressure applied to the syringe, there was no visible leakage (all five catheters). As an additional measure to confirm these findings, the syringe was then filled with air and reattached to the catheter hub. The hub was completely submerged in a beaker of water, and the syringe plunger was depressed, releasing air through the catheter. There were no visible air bubbles (all five catheters) from the hub area of the catheter. The failure could not be duplicated. Manufacturing documents reviewed showed no discrepancies. No notable gaps in production or processing controls have been noted, and risk controls are in place to mitigate the risk of this type of failure. There were (B)(4) devices manufactured on this work order, and there have been no other complaints of this nature reported by other user facilities. Based on the provided information, inspection of returned product and the investigation, a definitive root cause cannot be established or reported at this time. Per the risk assessment no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.